Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarm was noted. The insulin pump passed the off no power test, the self test, displacement test, rewind, basic occlusion, and excessive no delivery alarm test. The insulin pump alarmed during testing due to a faulty component on the interface circuit board. The functional testing could not be completed due to the reset alarm. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case on the display window corners, minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and numbers were scrolling on the display. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 173 mg/dl. The customer reported that the insulin pump had an unexpected restart alarm also. Customer reported an incident in which paramedics were called in response to a blood glucose level of 55 mg/dl. Customer stated that she was not hospitalized, but treated at home. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.